Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an "error 5" message. Per the owner's booklet, this error message appears when the meter has detected a problem with the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began on the morning of (B)(6) 2012. The patient informed the cca that she manages her diabetes with oral medication. The patient denied taking any action regarding her usual diabetes management regimen due to the alleged error message. The patient stated that on (B)(6) 2012 at 4:45pm she began to feel shaky. At the onset of symptoms she tested her blood glucose with another device and obtained a reading of "65 mg/dl." The patient informed she treated herself with glucose tablets and/or glucose gel. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique. The patient confirmed the test strip was drawing the sample into the strip; however, the meter continued to display the error. The alleged issue remained unresolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.